Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right atrial (ra) lead exhibited infection with sepsis and erosion. A revision was performed and the physician attempted gentle manual traction unsuccessful. Laser lead extraction scheduled for a later date. The lead was surgically abandoned. No additional adverse patient effects were reported.